Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that pt's blood glucose was tested, using the accu-chek mobile system, with back-to-back results of 21.0 mmol/l and 3.1 mmol/l. At the time the results were obtained, pt was reportedly exhibiting symptoms of hypoglycemia. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.